Event description:
Reportedly the vision was successfuly placed in the left anterior descending artery (lad), however, then a lesion was noted distally in the diagonal which was treated with a non-abbott stent. The physician didn't like the apposition of the stent and decided to fix the stent. An allstar guide wire was used to advance a non-abbott balloon dilatation catheter for post-dilatation of the non-abbott stent, however, the balloon catheter could not cross the side branch to the diagonal. During withdrawal of the non-abbott guide catheter, the guide catheter became deep seated causing the vision stent to become accordioned and pushed into the 2.75x28 non-abbott stent. The patient was sent for cardiac artery bypass graft surgery because the physician was concerned about the 3.0x23 vision stent being pushed into the 2.75x28 non-abbott stent. The patient was fine post surgery, however, remains in the hospital. No additional event or patient information was provided.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.